Event description:
While being transported from her bed to a wheelchair by 2 nurses, the hanging cords on both sides of the sling allegedly ripped, causing the consumer to fall. The consumer allegedly sustained a laceration on her backside and passed away over the weekend. It is not known if the alleged incident contributed to the consumer's death.

Manufacturer narrative:
Two caregivers were reportedly transferring a patient and an alleged invacare sling tore. The lift involved in the incident is not an invacare lift. This resulted in the resident falling from the sling and receiving a laceration on their backside. The resident was reportedly treated at the scene. No tags were visible on the sling. The dealer indicated the tags were removed by the consumer. The user reportedly has since passed. Device service and maintenance history is unknown. It's unreported if the death is a result of the incident. MDR filed as a conservative measure.